Event description:
Arjo was notified by (B)(6) of the event regarding the patient's death from intentionally lowering the back rest onto his/her neck resulting in asphyxiation. The following information was provided: ¿completed suicide. The mechanical agents of the bed were used. The back rest was elevated, bed rails down. The patient had accessed the bed from the side placing their head on the bar, taking a kneeling position facing down and using the patient controller brought the back rest down on the back of their neck to compress airway. Bed has been assessed fully by medical physics post incident report indicates in full working order.¿